Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence and a hole in the cuff. After explantation the doctor filled the cuff to identify the source of the leak. A new 3.5cm aus cuff was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.